Manufacturer narrative:
Event, implant, explant dates estimated the unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The devices were not returned for analysis. Additionally, a review of the lot history record and the similar complaint review could not be performed as the part and lot information regarding the complaint devices were not provided. Based on the information reviewed and due to limited amount of information available and the article covering multiple patients, a cause for the death could not be determined; however death is listed in the instructions for use (IFU) as potential complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. Article, titled, "a heart teams perspective on interventional mitral valve repair: percutaneous clip implantation as an important adjunct to a surgical mitral valve program for treatment of high-risk patients

Event description:
This is filed to report death. It was reported through a research article identifying mitraclip devices that were related to the following outcomes: death. Specific patient information is documented as unknown. Details are listed in the article, titled, "a heart teams perspective on interventional mitral valve repair: percutaneous clip implantation as an important adjunct to a surgical mitral valve program for treatment of high-risk patients. No additional information was provided.